Event description:
The manufacturer received information alleging a ventilator was alarming for a service required alarm condition indicating a pressure sensor mismatch. There was no harm or injury reported. The device evaluation has not yet been completed. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously notified that a ventilator was alarming for a service required alarm condition indicating a pressure sensor mismatch. There was no harm or injury reported. The device was evaluated by the manufacturer's field service engineer on site and the customer's complaint was confirmed. The device's oxygen blending module and system board were replaced to address the issue. The device's oxygen blending module and system board were returned to the manufacturer's product investigation laboratory (pil) for additional testing. The components were tested on the multifunctional test station and passed all testing. The pil technician concluded that the oxygen blending module and the system board both operate as designed.